Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got lost sensor signal alarm on insulin pump. The customer also reported high blood glucose of 546 mg/dl from having bronchitis. The customer treated with bolus from insulin pump. The customer also mentioned low blood glucose of 64 mg/dl and had a bottle of juice to treat. Then customer checked blood glucose. It was 341 mg/dl. The insulin pump will not be returned for analysis.